Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of over 500mg/dl. The customer treated with insulin from the pump. Customer indicated that there were issues with the sensor and the needle came out of the sensor. Customer declined to troubleshoot. The product will be returned.